Event description:
It was alleged that during use on a patient the IV set separated at the pressure sensor and air was noted in the line to the patient. It was reported the rate was 100mml/hr and the vtbi was 300ml utilizing a bottle with the drip chamber vent opened. There was no reported patient consequence.